Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during pancreatoduodenectomy, the stapler was unable to fire. The surgeon was able to press the green button but unable to squeeze the handle. Another device was used to continue the procedure. No patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the stapler was unable to fire. The surgeon was able to press the green button but unable to squeeze the handle.